Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by the sales rep via email that when the expressew iii ac+ gun clamp is inserted into the cartridge of the retention plate (exprsew iii ac+ rtn plate 1ea), it remains stuck and is not received. When trying to remove the clamp the white cartridge is disassembled and the clamp is left without a plate, for this reason the clamp must be used in the old way that does not allow to rescue threads. The complaint device is not being returned, it was destroyed, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The lot number is unknown.

Event description:
It was reported by the sales rep via email that when the expressew iii ac+ gun clamp is inserted into the cartridge of the retention plate (exprsew iii ac+ rtn plate 1ea), it remains stuck and is not received. When trying to remove the clamp the white cartridge is disassembled and the clamp is left without a plate, for this reason the clamp must be used in the old way that does not allow to rescue threads. (The event does not cause any harm to the patient). The device is available for evaluation. Additional information received from the affiliate reported the arthroscopic rotator cuff procedure was successfully completed without delay and with another like instrument. The affiliate also reported the lot number is unknown and the instruments will be returned.